Manufacturer narrative:
Patient has flexion contracture. A revision surgery is planned to perform additional resection of the tibial bone and replace the tibial tray and poly insert. Review of the device history record indicates the device was manufactured to specification.

Event description:
Patient has flexion contracture. A revision surgery is planned to perform additional resection of the tibial bone and replace the tibial tray and poly insert.